Manufacturer narrative:
H10 additional narrative: this report is being submitted due to a retrospective review conducted under CAPA-2017-0007. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. Submission of this report does not constitute an admission that the importer or manufacturer's product caused or contributed to the event. H.3. Device evaluation by manufacturer: the field service engineer (fse) was dispatched on 13 may 2015. The fse reported troubleshooting pointed to a bad detector board assembly. The engineer replaced the detector board and adjusted vr1. The fse ran controls and qc and reported qc within .1 of the other analyzer. The engineer then ran 2 patient correlations with the other g8 analyzers and both results were within .1 the customer was advised to evaluate their bio-rad ranges based on newer lots of calibrators. The g8 was working as intended. No further action required by fse. The probable cause of the event was the detector assembly

Event description:
On (B)(6) 2015 a customer reported being unhappy with quality control (qc) and patient correlation between analyzers after preventive maintenance (pm) with their g8 analyzer. The customer reported a patient correlation indicated patients were recovering lower on this analyzer compared with another g8 system. The customer was unable to run samples and requested service to address the reported event. A field service engineer (fse) was dispatched to address the reported event, which resulted in delay reporting hemoglobin a1c (hba1c) patient results. There was no indication of any patient intervention or adverse event consequence due to the delay of reporting patient results.